Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the medium-large clip applier instrument was not closing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage identified. The reporter believed the issue occurred while the surgeon attempted to clamp a tissue bundle. The specific issue was incomplete closure of the clip. A medium-large hem-o-lok clip was used. The reporter was not sure if the vessel or tissue bundle was greater than the specified diameter suggested in the instructions for use (IFU) manual. The issue occurred at the first clip application attempt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.025¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on all three attempts.